Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a calcified and severely tortuous distal circumflex artery. The proximal portion of the taxus express2 2.5x12mm drug eluting stent was lifted up. The procedure was completed with another device. No patient complications occurred. Patient status is satisfactory.